Event description:
She was treating her patient using if-4p, using 4 2x2 electrodes which were brand new and 3" apart from one another. The patient felt a burning sensation, they removed the electrodes and noticed blistering. She states the parameters were at 80 to 120 hz yet states the pulse rate was at the default. In if we do not have a pulse rate default of 80-120, so this must be their rewritten default. She states the patient took 5 weeks to heal.